Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lymphoma and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Seroma: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Other cancers: there have been several studies published that examined the risk of other types of cancers, e.g., thyroid cancers,urinary system cancers, sarcoma, endocrine cancer, connective tissue cancer, cancer of the eye, and unspecified cancers in women with breast implants. All of those studies found no increased risk in women with breast implants.

Event description:
Physician reported that approximately three months after implant the patient noted fluid collection in the right breast. Approximately two months later the fluid was, "cut and drained." After two more months, the device was explanted. The physician noted, "right breast capsule: ten fragments of fibrous tissues (from 1 cm to 3 cm of maximum size) with areas of neoplastic infiltration consisting of large lymphoid, pleomorphic cellular elements, with phenotype: cd30 +, cd3 -, cd20-, pax5-, pank-. Spilled serous fluid in the site of the previous excision of right breast implant was observed: positive search for malignant tumor cells with non-epithelial pleomorphic, lymphoid morphology. Histological and cytological setting corresponding to anaplastic large cell lymphoma, of breast implant-associated type." Following explant, the patient continued to experience fluid collection in the right breast.